Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, patient reported a detached sensor wire. Sensor wire remained at the insertion site and patient pulled it out. Patient experienced some bleeding at the site of insertion. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.